Manufacturer narrative:
Related MFR # 2916596-2023-06082. Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported pump stop event. Although a specific cause could not be conclusively determined through this evaluation as no product was returned, based on previous complaint history, the abnormal pump operation appeared to be consistent with potential driveline wire compromise. Additionally, the reported damage to the outer jacket of the patient¿s driveline could not be confirmed based on the information provided. A specific cause for the reported damage could not be conclusively determined through this evaluation. The system controller log file contained data from 04aug2023 through 05aug2023. Low speed events were captured on 05aug2023 which resulted in a pump stop while the patient was connected to the power module (pm). No other notable events or alarms were observed. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), and the heartmate ii patient handbook, are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the issue was caused either by short-to-shield (x-rays did not show evidence of damage) or external power surge.

Event description:
It was reported that the patient experienced a pump stop on (B)(6) 2023. It was also noted that their driveline had one area of damage that had been previously reinforced with rescue tape, so further x-rays were ordered and revealed no obvious areas of shield breakdown. A review of the patient's low files from the event showed low speed advisories and low flows associated with the pump stop. The patient was put on an ungrounded cable and no further alarms occurred. The patient was discharged.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.